Event description:
Additional information was received. It was reported that, about ten months prior to report, the patient began to have symptoms. It was indicated that the patient had three surgeries within one month. The physician initially replaced the pump, but refused to check the catheter. A second surgery was performed to move the pump as the physician thought it was in the wrong spot. The patient had the third surgery to replace the broken catheter. It was stated that the patient though that the catheter was the issue to begin with, but the doctor refused to listen to him. After the third surgery, the patient left his doctor and found a new doctor. Refer to manufacturer report #3004209178-2014-00305 for details pertaining to the newly implanted pump.

Event description:
It was reported that the patient had a ¿higher return of symptoms¿ with his spasticity. The reporter became aware of the symptoms returning over the weekend prior to report. The device logs had been checked and there had not been any alarms. It was stated that a dye study and roller study were going to be performed. The device was used to deliver baclofen. About two weeks later, it was reported that the pump was replaced, but the reporter was unsure about the status of the catheter.

Event description:
Additional information was received. It was reported that the healthcare provider (hcp) couldn¿t find anything wrong that would cause the event. The patient had experienced ¿erection¿, withdrawal symptoms, and hospitalization was required due to the event, though there was no patient injury. Two weeks later, it was reported that the cause of the event was a catheter fracture at the point of entry into the spine and the patient experienced increased spasticity. It was stated that imaging performed on (B)(6) was normal and a CT of the thoracic spine was initially negative seen on (B)(6). On (B)(6), a catheter dye study and pump rotor study were seen to be okay. Additionally, a bolus was also given which had helped, though the details were unclear. The catheter was revised and the patient recovered without sequela. However, it was noted that there was a possible cerebrospinal fluid leak from the catheter segment that was being evaluated. It was unclear what drug the pump had contained. One hcp had reported that the pump was delivering compounded baclofen, but the managing hcp had stated that it was delivering lioresal.

Manufacturer narrative:
Additional information reported that the aware date of the event was actually (B)(6) 2013 instead of (B)(6) 2013. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011. Product type: accessory: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that a dye study was performed around (B)(6), though it had appeared normal. It was also stated that the pump logs had been read by a clinical specialist, but the reporter didn¿t have the telemetry strip. The device system was used to deliver lioresal. Nine days later, it was reported that the patient seemed to be doing well at the time of report. He had complained of increased spasticity at a few random times of the day, but after some changes to his flex dosing schedule, some of that improved. It was stated that work was still being done to fine tune it.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type catheter. (B)(4). Final analysis of the pump found that there were no anomalies. The pump had passed all non-destructive testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.